Event description:
Reporter received a call from her local pharmacy sating that her truemetrix machine has been recalled. Reporter said she will contact her provider for a new glucose monitor but also wanted to the recall on record.